Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software configuration error. The "instant fusion" function is based on matching the coordinate systems of the angio and CT system via coordinate transformations for which a special angio-CT calibration is required. Additionally, a geometric software model and an extended 3d geometry calibration for the patient table are implemented to support 2d/3d overlay on various table positions. The accuracy of this feature it is at the discretion of the physician verifying if the resulting overlay of 2d/3d data is satisfactory or if he wishes to adjust or refine the overlay. The resulting overlay is influenced by different factors; in particular by the following: a) quality of the available 3d geometric and angio-CT calibration: this factor was verified at the system. The 3d geometry calibration was repeated by siemens healthineers personnel. It turned out that 'instant fusion' overlay accuracy issues can also occur with an adequately calibrated system. Improvements can be achieved by a site specific parameterization of the calibration (see next factor). B) discrepancies of the generic table model (software) in respect to the real mechanical behavior of the patient table: it was found that there are larger vertical displacements of the loaded patient table at this system compared to the implemented generic table model. To mitigate this factor a site specific calibration is planned. C) patient/organ movements: this topic depends on the situation given and is generally not a problem of the system. Potential measures for overlay misalignments are described in the instruction for use nexaris addendum. The investigation showed that the problem with the overlay function was due to a software configuration issue. For the given case, the above mentioned point b) is considered as a key factor. The investigation result indicates that there is a discrepancy between the factories pre-selected software table and the real behavior of the patient table on site. The vertical deflection, i.e. The bending and positioning behavior of the table top with patients of different weights, seems to have to be adapted by a configuration of the software settings. A site-specific modeling of the software parameters is planned which compensates for the load-specific vertical offset. The on-site parameterization does not relieve the customer of his task to proceed with overlay shifts according to the operating instructions (see point c). The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred with the artis q ceiling system. The user reported that the instant fusion (overlay function) does not match. We are unaware of any impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.